Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the wheel separated from the base. The base was replaced.

Event description:
The hospital reported the wheel was wobbly. There was no report of patient involvement.